Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Manufacturing date, expiration date and lot updated. An event regarding the inability to pass a cable through the tensioner involving a d/m one-sided cable tensioner was reported. The event was not confirmed. A functional inspection could not replicate the reported event. The returned device was deemed functional. There is no indication that patient factors contributed to the reported event. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed other similar events for the reported lot. The investigation concluded that the returned device was functionally acceptable. The reported event could not be replicated.

Event description:
It was reported that the cable could not be inserted into the single side tensionor. No spare products were used instead of it.the surgeon tigntened the cable with his hand.

Event description:
It was reported that the cable could not be inserted into the single side tensionor. No spare products were used instead of it.the surgeon tigntened the cable with his hand.